Event description:
Complainant alleged that during a routine preventative maintenance check, the device failed test by not giving the appropriate "ECG leads off" message. The complainant indicated that there was no pt involvement in the reported failure.